Event description:
It was reported by the customer that on eight occasions, the spinal needles cracked in the view window and on the lure. The cracking happened during administration and small amounts of anesthetic were lost due to the issue. No information was received regarding any serious injury as a result of this reported issue.